Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the procedure performed was a laparoscopic completion proctectomy with ileoanal pouch anastomosis. One of the units disintegrated during the surgery. They only noted that there was a problem once the stapler was removed and it was clear that the blade had not cut in between the staples. The device appeared to fire the full range but the staples did not remain intact. There was tissue damage. The mucosa of the staple line became inflamed and came apart from the staple line. In order to complete the surgery without removing excess tissue, a new stapler was used for the remainder of the pouch and was oversewn with two layers for reinforcement. Surgical time was extended by more than 30 minutes. The nurse manager said there was no harm. The device did not physically break. No device component fell into the patient cavity. There was no blood loss.